Manufacturer narrative:
The investigation has determined that non-reproducible, lower than expected, vitros phyt quality control results were obtained on a vitros 5600 system the investigation was unable to determine an assignable cause of this event. A successful within run crbm and phyt precision test concludes that the vitros 5600 system and the phyt reagent were performing as expected. Issues with the biorad qc fluids or pre-analytical qc fluid handling cannot be ruled out as potential contributing factors. A vitros phyt slide lot issue is not likely contributing factor to this event but could not be entirely ruled out.

Event description:
The customer obtained, multiple, lower than expected, vitros phyt quality control results on a vitros 5600 system. The following results were obtained: vitros phyt results: qc fluid level 1 results = 4.84 ug/ml vs. The expected result = 7.449 ug/ml. Qc fluid level 3 results = 13.45 ug/ml and 9.481 ug/ml vs the expected result = 23.55 ug/ml. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of three MDR's for this event. Two 3500a forms are being submitted for this event as three devices were involved. (B)(4).